Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic of first lens cane out too early so could not implant, then decided to load the second lens in the injector. The second lens got damaged while loading. So, need to use the third lens to be implanted on the patient.